Event description:
It was reported that the gastrointestinal videoscope had no image when the scope was plugged in, and colorful and black lines appeared across the screen. The issue was found during inspection prior to use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: intermittent image. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.